Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Complaint originally based on a letter from an attorney, b. Braun filing for compliance purposes but investigation into the allegations continuing. A follow up will be submitted when the investigation results become available.

Event description:
According to the complainant, a caresite bifurcated extension set, which was connected to a central venous catheter (cvc), experienced a leakage resulting in an interruption of medication delivery. Blood was reportedly observed back-flowing within the lumen, and clear fluid was reportedly observed leaking from the multi-lumen device. As a consequence, adrenaline (epinephrine) was reportedly administered via a peripheral venous cannula (pvc) (unknown manufacturer) in the dorsum of the patient's right hand which allegedly led to extravasation and necrosis of the hand requiring debridement and skin grafting, with ongoing treatment and reported limited hand function. B. Braun has not been provided with information sufficient to confirm all the details in the report from the complainant's attorney.